Event description:
Rptr indicated that a vns pt underwent vns lead and generator replacement surgery due to facial pain. The face pain reportedly resolved following replacement surgery. The explanted lead and generator were returned for analysis. Analysis of the generator did not reveal any anomalies and the generator performed per specifications. No anomalies were identified with the returned portions of the vns lead and therefore no findings that could have contributed to the facial pain complaint. Note that since part of the lead assembly (approx 50%) was not returned for analysis an eval and resulting commentary cannot be made on the portion of the lead. Other than typical wear and explanted related observations, there were no findings or anomalies noted on the returned portion of the lead. As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly to a related a short-circuit condition.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.